Manufacturer narrative:
The user facility stated to the steris service technician that the floor locks were commanded to disengage/unlock as they wanted to relocate the table in the or. When the table did not respond to commands, the procedure was conducted with the table as positioned in the or. The steris service technician inspected the table and found the column shrouds to be bound and separated. The shroud sections impacted the internal energy chain and caused the electrical connector for the floor lock mechanism to become detached. The technician repaired and tested the table and returned it to service. No additional issues have been reported. The operator manual states (pp.1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure."

Event description:
The user facility reported that at the start of a patient procedure hospital personnel commanded the table to unlock via the hand control however, the table would not respond. No injuries or procedural delays or cancellations were reported.